Event description:
It was reported that this patient received an inappropriate shock due to t wave oversensing when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The s ICD was reprogrammed. No adverse patient effects were reported. The s ICD remains implanted.